Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer repots taking humalog via insulin pump based on result of 30.3 mmol/l obtained on the mobile system. An unspecified time later customer was shaking, sweating, and having a seizure. Customer's mother tested her and received result of 4.5 mmol/l on the mobile system. Her mother treated her with an injection of glucagon and called an ambulance. Approximately 10 minutes later customer tested 4 - 5 mmol/l on the professional meter and she was taken to the hospital. Customer was admitted overnight and was treated with a glucose IV. Customer is now at home and is feeling well. Requested return of suspect device and replacement was sent.